Manufacturer narrative:
Date received by MFR: 27sep2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.